Manufacturer narrative:
The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported experiencing eye pain and burning following insertion of lenses after using the product. Consumer claims the burning lasted for one hour and was unable to go to work. Consumer soaked the lenses in the required case for 12 hours and rinsed with a saline solution. During a follow-up phone call to the consumer the next day he stated that eye was feeling better and that he was going to see an ophthalmologist. Attempts to obtain additional information after that follow-up were unsuccessful. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.